Manufacturer narrative:
Com-(B)(4).

Event description:
He transmitter has been received for evaluation. An external visual inspection was performed and passed. Voltage testing was performed and failed. A review of the share log was performed and no data related to the customer complaint was found. The customer complaint of a transmitter failed error was not confirmed. A probable cause was not found.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 01/25/2018 that the display device showed a transmitter failed error on (B)(6) 2017. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation. No additional patient or event information is available.